Event description:
Customer reported an intermittent "stator not on" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power controller and cable assembly. System operates as intended.